Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (2gm every 5th day, intraperitoneal, ongoing), tobramycin tablet (40mg, once daily, oral, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. Five days after hospital admission the patient was discharged and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.